Event description:
It was reported by the customer that a pyxis medstation es system orders were not crossing to pyxis from epic. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to pyxis from epic. A technical support specialist confirmed the orders were crossing with no issues. The system functioned as intended after the technical support specialist troubleshot the device.